Manufacturer narrative:
Additional information was added. The four (4) actual samples were received for evaluation. A visual inspection was performed using the naked eye which revealed the packages were all opened. Dimensional testing was performed and no issues was noted. The reported condition was verified. The cause of the condition was determined to be the vacuum machine was low causing less air elimination; therefore, when the units are placed into the master carton the seal could open. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the right side of the primary packaging of four (4) extension sets was peeling apart. This was noted prior to use. There was no patient involvement. No additional information is available.